Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip leaked past the stopper causing blood to saturate the dialysis machine. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that a bd¿ syringe with bd luer-lok¿ tip leaked past the stopper causing blood to saturate the dialysis machine. There was no report of exposure, serious injury or medical interventions.

Manufacturer narrative:
No sample was available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause or identify any corrective actions needed. A review of the device history record revealed zero defects noted during this production run. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd syringe with bd luer-lok tip leaked past the stopper causing blood to saturate the dialysis machine. There was no report of exposure, serious injury or medical interventions.